Event description:
It was reported that during an unknown procedure, the tissue pad was melted. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The tissue pad was examined and normal wear was visually seen. The device was tested with a generator and was functional.